Event description:
The customer reported the surgeon was shocked, the handle has metal showing, needs insulation fixed.  It is pretty eroded. The device was in use on a patient. No patient harm.  The doctor had a small shock. Gastric sleeve was completed as planned. Additional information received (B)(6) 2015: the customer reported the surgeon did not require medical treatment, an insulation test was not performed.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): one (1) sp90-4202 device was received for evaluation for the surgeon was shocked, the handle has metal showing and it is pretty eroded. Additional information received (B)(6) 2015: the customer reported the surgeon did not require medical treatment; an insulation test was not performed. The device was visually and functionally evaluated by the final qc technician and the quality engineer who confirmed the reported failure. The device was observed to be in very poor condition. The handle had a large gouge in the index part of the handle exposing a large surface area of metal on the insulation. In addition, there were multiple nicks in the handles insulation indicating some type of handling issue. The handle¿s insulation was also very lumpy and had turned light blue indicating improper chemical reprocessing over time. There were also nicks in the shaft insulation and a lump in the center of the shafts insulation further indicating chemical and handling damage to the device. The device was hypot tested to confirm the failure. The device handle and shaft failed hypot testing. Per the product¿s information, IFU (B)(4), ¿to prevent the possibility of electrical shocks or burns, do not use devices with breaks in the insulation¿. ¿prior to use, inspect device to ensure proper function, insulation and condition. Do not use devices if they do not satisfactorily perform their intended function or have physical damage.¿ only the cleaning and sterilization processes which are defined within the instructions for use have been validated. The device is aged and has potentially been in use by the customer for 5 years without repair by carefusion. All electrical surgical devices are inspected 100% prior to packaging for insulation failure prior to product release; therefore, the damage to the device occurred within customer care. A review of the device history record did not reveal any non-conformances. All electrical surgical devices are inspected 100% prior to packaging for insulation failure. The device passed all acceptance criteria for release. Recommendation is for the customer to review the products information, IFU (B)(4) in particular the warning, caution and processing sections for proper use, handling and care. Carefusion will continue to trend and monitor this reported issue and for this product code.